Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging that during bolus the screen would go blank and flashed on and off with no power issue. There was no allegation of an adverse event with this complaint. This complaint is being reported based on the allegation of a non-specific pump malfunction.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06/05/2017 with the following findings: on investigation, the pump powered on normally with a fully illuminated display screen. Normal and audio bolus exercises were performed without any disruption in the display screen; the display screen did not flash on and off during testing and no blank screen was observed. There was no evidence of damage, defect or contamination of the pump¿s internal components. Investigation did not duplicate the complaint.